Event description:
(B)(4) har36 harmonic ace shears was initially set up and tested without incident, then upon attempting to utilize the device on the surgical field it was discovered that it had reset and needed to be tested again. It was then utilized for a short time during the procedure, at which time it again went into the reset mode. The device was removed from the surgical field and replaced with a "like" device which then functioned without issue. Date of use: (B)(6) 2016. Diagnosis or reason for use: laparoscopic appendectomy. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.